Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The device was not returned for analysis. With the provided information, it is presumed that the guide wire distal end may have been damaged when tip shaping was performed. Force exceeding the product design limit may have been applied to the guide wire when it was manipulated in the patient anatomy, resulting in guide wire breakage. The instructions for use (IFU) describes in it's precautions section: when shaping the distal end, use the minimum force needed so that the coil is not damaged. The warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel, and separation or breakage of guide wire as one of possible complications and adverse events.

Event description:
It was reported that after shaping the curve on the asahi sion guide wire, it was advanced in a septal artery to prepare for a retro case. As the guide wire was rotated to advance, the physician felt that the guide wire was not moving and decided to retract it, during which a small snap was felt. It was noted that the guide wire had separated and the proximal portion was then retracted. Some resistance was felt during retraction prior to the guide wire separating. A separated portion that was still in the guide catheter was retrieved by trapping the portion of guide wire with a balloon. Another separated piece was retrieved by removing the whole system. A second guide catheter was positioned in the radial artery and another in the femoral artery. An attempt was made to snare the rest of the separated guide wire with two different snares; however it was unsuccessful. The remaining portion of separated guide wire, estimated to be about 50 mm long, was stented over in the left anterior descending artery (lad) to compress it into the vessel wall. The physician stated that he assumes he pulled the core and left behind the outer part of the guide wire. The physician did not examine the guide wire and it was discarded. Although no damage was noted during preparation, the physician believes that he might have damaged the coil when he shaped it and it subsequently became stuck in the myocardium. Intravascular ultra sound (ivus) was performed and all appeared okay. A small hematoma was noted in the septal, however it was small and did not progress. The patient was reported to be fine, with no other complications. There was no reported clinically significant delay in the procedure. No additional information was provided.